Event description:
Resident #1 was admitted to the facility in 2003. Prior to her hospitalization, she had resided in a foster care home, where she had a history of severe mental retardation and self-harm. She was alert, however, her level or orientation was unknown. She rarely followed simple commands. Resident #1 required bilateral soft wrist restraints for safety purposes, as she frequently pulled at her tracheostomy and gastrostomy tubes. Even with the utilization of the soft wrist restraints, resident #1 would move herself lower in bed in order to reach at any tubing. In 2006, at 1930, the oncoming lpn#1 noted resident #1 to be lying in bed with the head of the bed elevated. The bilateral siderails were in the up position and the resident's soft wrist restraints were in place. Lpn#1 further notes, the resident's tracheostomy to be midline and secure to ventilator. At 1945, cna#1, entered the room and noted resident #1 to be kicking at the siderails, which was not uncommon. Cna #1 repositioned the resident with pillows, bilateral soft wrist restraints remained intact. Cna #1 entered the room at 2020 to perform evening care. Upon entering, cna #1 found resident #1 to be cyanotic. She states she "heard air movement" and attempted to locate the source. Cna #1 lifted the corner of the tracheostomy sponge and found the resident's tracheostomy tube to be lying horizontally across her neck, just to the right of the stoma. The tracheostomy ties were in place, as well as tracheostomy was connected to the ventilator circuit. Resident #1 had the ballard suction tubing, which is connected to the tracheostomy tube in her left hand. Cna #1 immediately ran to door and called for help. Lpn #1 entered the room followed by crt #1. Resident was noted to be pulseless and without respiration. Crt #1 attempted to re-insert the tracheostomy tube without success. Crt #1 placed a smaller size, #6 ett into the resident's stoma, confirmed bilateral breath sounds and began manual ventilation with 100% oxygen. Chest compressions were also initiated at this time. At 2024, ems were contacted and dispatched to the facility, as well as the on-call nurse practitioner was informed. The ventilator unit medical doctor was also made aware of the occurrence. The resident transferred from hospital at approximately 2045 per ems. At 2115, lpn #1 notified resident's guardian of transfer. Resident #1 expired at hospital shortly afterward. In 2006, at approximately 2230, the ventilator unit coordinator and director of nursing were present in the facility to review the incident and inspect the ventilator. During their investigation, it was noted the external (hallway) alarm was functional at the time of the incident. It did not however, sound until lpn #1 and crt #1 completely removed the tracheostomy and began resuscitating resident #1. It was also noted that none of the staff members, nor the resident's roommate, heard the internal ventilator alarm sound. This alarm was also verified to be functional when tested. On july 13, 2006, the ventilator unit coordinator contacted respironics, inc. Respironics is the vendor who provides the facility with ventilator maintenance. This specific ventilator underwent its annual preventative maintenance check in 2006 and passed its final inspection. The ventilator unit coordinator spoke with two technical support representatives at respironics regarding the incident and internal / external alarms failure to sound. Both representatives agreed that it was possible that neither alarm triggered due to the position of the resident's tracheostomy because there was still enough pressure being generated in the circuit that the alarms did not identify a problem. On july 13, 2006, the facility identifed five residents in the ventilator unit, which could potentially be at risk for this unusual occurrence. Two of the residents' ventilators were changed out to different ventilator, which also monitors an individual's exhaled tidal volume. This ventilator will alarm, should it detect a significant decrease in exhaled tidal volume. The other three residents, who have been identified as at risk were placed on continuous pulse oximetry monitors. This monitor will alarm, should the pulse oximeter reading drop below a predetermined set level. In summation, the facility has determined there is no evidence of intentional neglect or harm. The facility was unaware of this potential risk and continues to work with its contracted vendor to resolve the issue.